Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience proa stent and the xience sierra stent referenced are filed under separate medwatch reports. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2019, a 2.5x23mm and a 3.0x28mm xience proa stent were implanted in the left anterior descending (lad) coronary artery lesion. Stent underexpansion, dissection, and intra-stent plaque or thrombus were noted. As treatment for the dissection, a 3.5x18mm xience sierra stent was implanted. Following, stent underexpansion was reported. There was no dissection, plaque, or thrombus reported with the 3.5x18mm xience sierra stent. There was no further treatment reported. The event resolved without sequela. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: following implantation of the 2.5x23mm xience pro a stent, stent underexpansion and a dissection were noted. There was no confirmed plaque or thrombus. Following implantation of the 3.0x28mm xience proa stent in the lad, plaque protrusion, thrombus, along with stent underexpansion and a dissection were noted. The 3.5x18mm xience sierra stent was implanted. It has been confirmed that there was no stent malapposition regarding this 3.5x18mm xience sierra stent. There was no reported complaint regarding the 3.5x18mm xience sierra stent.

Manufacturer narrative:
Internal file number - (B)(4). Patient code 1984 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effects of intimal dissection is listed in the xience proa everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.